Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿IV tubing leaking at filter site, no harm to pt." The customer later reported that when the nurses attempted to prime the tubing sets, it was found that they leaked around the filter and would not prime. This happened two separate times, one on (B)(6) 2019 and the other set on (B)(6) 2019, as well as, there have been several reported events over the past two or three months. Upon receipt of the returned products, it was found that it was stated on a hand-written note that one of the reported tubing sets filter leaked after being in use for 2 hours. The customer further stated that there were no adverse effects caused to patients from the events.

Manufacturer narrative:
Correction to follow up 1.

Event description:
The customer later reported that when the nurses attempted to prime the tubing sets, it was found that they leaked around the filter and would not prime. This happened two separate times, one on (B)(6) 2019 and the other set on (B)(6) 2019 as well as, there have been several reported events over the past two or three months. Upon receipt of the returned products, it was found that it was stated on a hand-written note that one of the reported tubing sets filter leaked after being in use for 2 hours. The customer further stated that there were no adverse effects caused to patients from the events.

Manufacturer narrative:
Additional information provided:description of event or problem & concomitant medical products. The customer report of leaking tubing was confirmed based on functional testing performed on the two as-received set samples. Set 1 was visually inspected for kinks, holes/tears in the tubing or damages to the components. No obvious damages or any issues were observed. Set 2 was visually inspected for kinks, holes/tears in the tubing or damages to the components. No obvious damages or any issues were observed leaks were observed on each set- on set 1, at the engagement of the tubing to filter inlet port; and on set 2, at the engagement of the filter outlet port to tubing. Inspection of the leaking engagements each observed a gap within indicating that the expected tubing was not fully inserted. Dimensional analysis of the tubing outer diameter was measured and was within specification. The identified root cause is a gap (tubing not fully inserted into filter component) due to operator error during set assembly.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿IV tubing leaking at filter site, no harm to pt." The customer later reported that when the nurses attempted to prime the tubing sets, it was found that they leaked around the filter and would not prime. This happened two separate times, one on (B)(6) 2019 and the other set on (B)(6) 2019, as well as, there has been several reported events over the past two or three months. There was no patient involvement as the event occurred prior to patient use.